Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the reporter. Occurred during an open procedure. The stapler was not able to fire. In order to resolve the issue and complete the case, opened another stapler. There was no patient harm. The patient outcome is alive, no injury.

Manufacturer narrative:
Additional: (expiration date, lot #,UDI) correction:evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual or functional abnormalities were noted during analysis. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer¿s quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.